Manufacturer narrative:
It was reported that during use on patient, there was a leak through the proximal end of the preface® guiding sheath. Device evaluation details: the device evaluation has been completed. The device was inspected and a separation was observed on the catheter sheath on the joint of the body and hub. Dimensional analysis was performed to verify the inner diameter (ID) and outer diameter (od) of the cannula sheath. The measurement was taken near to separation observed and it was found within specifications. A functional analysis was performed and a lab sample syringe filled with water was attached to the stopcock of the sheath cannula; pressure was applied, and the reported leak was confirmed. It was caused due to the separation found on the joint of the body and hub. A scanning electron microscope (sem) analysis was performed to identify the root cause of the sheath separation. Per the sem results, the separation between the sheath and the hub presented evidence of elongations. The elongations observed suggest that the device was induced to stretching/pulling events that exceed the material yield strength at the joint of the sheath to hub merge prior to the separation. No other anomalies were found during the sem analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage observed cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the manipulation of the device. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
On 3/8/2019, it was noticed that the event description reported in the initial 3500a is incorrect. The event description has been populated correctly. The event is being corrected from: ¿it was reported a patient underwent an paroxysmal atrial fibrillation procedure with a preface® guiding sheath with multipurpose curve and leakage issue occurred. It was reported that during use on patient, there was a leak through the proximal end of the preface® guiding sheath. No wires were exposed. No sharp edges. The preface® guiding sheath was replaced and the procedure continued without patient consequence. The issue of broken sheath has been assessed as an MDR reportable malfunction.¿ and corrected to: ¿it was reported that a patient underwent an paroxysmal atrial fibrillation procedure with a preface® guiding sheath with multipurpose curve wherein the sheath was broken and a leakage issue occurred. It was reported that during use on patient, there was a leak through the proximal end of the preface® guiding sheath. The preface® guiding sheath was replaced and the procedure continued without patient consequence. The issue of ¿leak¿ is not MDR reportable since a leak is highly detectable by the physician. Additionally, the potential that the leak could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The customer also provided a photograph where the proximal shaft seems to be detached from the shaft (broken sheath). The customer reported no wires were exposed and no sharp edges. The issue of ¿broken sheath¿ has been assessed as an MDR reportable malfunction.¿ manufacturer's ref # (B)(4).

Event description:
It was reported that a patient underwent an paroxysmal atrial fibrillation procedure with a preface® guiding sheath with multipurpose curve wherein the sheath was broken and a leakage issue occurred. It was reported that during use on patient, there was a leak through the proximal end of the preface® guiding sheath. The preface® guiding sheath was replaced and the procedure continued without patient consequence. The issue of ¿leak¿ is not MDR reportable since a leak is highly detectable by the physician. Additionally, the potential that the leak could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The customer also provided a photograph where the proximal shaft seems to be detached from the shaft (broken sheath). The customer reported no wires were exposed and no sharp edges. The issue of ¿broken sheath¿ has been assessed as an MDR reportable malfunction.

Manufacturer narrative:
On (B)(6)2019 , the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additionally, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. On (B)(6)2019 , the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified the proximal end of sheath was cracked apart between distal end of hub stem material and exposed metal. This finding has been assessed and determined this is not a reportable malfunction since this issue is highly detectable and it¿s outside of the patient. There is no risk to the patient. However, since the event was already reported to the FDA, biosense webster inc. Will continue to report supplemental mdrs to FDA as additional information is received regarding this event. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer¿s ref #(B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent an paroxysmal atrial fibrillation procedure with a preface® guiding sheath with multipurpose curve and leakage issue occurred. It was reported that during use on patient, there was a leak through the proximal end of the preface® guiding sheath. No wires were exposed. No sharp edges. The preface® guiding sheath was replaced and the procedure continued without patient consequence. The issue of broken sheath has been assessed as an MDR reportable malfunction.